Manufacturer narrative:
This medwatch is for the suspect device used in advantage system 1.

Event description:
Reporter alleged the customer obtained discrepant blood glucose results in the 300s mg/dl on advantage system 1 compared back to back to a result in the 100s mg/dl on advantage system 2 when the comparisons were performed 2-5 minutes apart. Reporter stated he was not certain of the exact glucose values. Reporter indicated the customer called the doctor due to the reading in the 300s mg/dl and was advised to increase the dose or oral diabetes medications, however, glucose results remained in the 300s mg/dl. It was stated the customer went to see the doctor to have glucose tested and there were no adverse reactions reported as a result of the medication increase. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.